Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal mid right coronary artery. The lesion was pre-dilated with a 2.50 x 15 mm non-compliant balloon. A 3.00 x 32 mm synergy was deployed at 14 atm for 10 seconds with no issues. After post-dilation of the stent with a 3.50 x 15 mm non-complaint balloon, a type b proximal stent edge dissection was observed. A 3.50 x 16 mm synergy was deployed to cover it. The procedure was completed successfully and the patient was stable.